Event description:
Complainant alleged that during biomed testing the device was unable to increase the pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.